Event description:
It was reported that the catheter leaked between the extension connection and the lumen's connection. The catheter was removed immediately with no effect to the pt.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.